Event description:
It was reported that a patient experienced peritonitis coincident with therapy for continuous ambulatory peritoneal dialysis (capd). Therapy was ongoing. The patient was not hospitalized for the event. Remedial treatment consisted of unspecified antibiotics. It was reported that the cause of the peritonitis was unspecified poor aseptic technique. At the time of this report, the patient was recovering from the peritonitis. The outcome of the poor aseptic technique was not reported.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should relevant additional information become available, a follow-up report will be submitted.